Event description:
Balloon will not deflate. No harm or injury to patient.

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.